Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 15 dec 2025 from a healthcare professional (hcp) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy and fluid splashed onto the nurse's face, on (B)(6)2025. Additional information was received on 18 dec 2025 from the hcp who stated the nurse flushed her eyes at the eye wash station. No other treatment or medical intervention was reported.